Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the migrated leads were repositioned to the correct location resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-06632. It was reported the patients leads migrated following a fall approximately 6 months ago causing a loss in therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.